Event description:
During CT scan which required the administration of IV contrast with a power injection (flow rate 4.5 ml/sec), the extension tubing ruptured at the approximately the midpoint. The exam was halted while new extension tubing was placed, no adverse outcome to the patient.